Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: business unit manager. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock, posting the anchor on the distal tip. The anchor is manually pulled, detaching the collagen and anchor from the suture. The complaint can be confirmed for a nondeployment device pullout. The anchor and collagen detachment likely occurred due to dried blood present in the carrier tube, preventing the suture from moving. The exact root cause of the device nondeployment cannot be determined. The likely cause is there was device obstruction, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received information that an angioseal vip 6 french device did not achieve hemostasis as expected. The user reported that the device appeared to be missing collagen, and the vessel did not close properly. Manual compression using a femostop device was applied to achieve hemostasis. The event occurred during device placement following an angiogram procedure. No patient injury was reported. The patient was hospitalized. Additional information received on 29-jul-2025: confirmed that the patient was hospitalized. Additional information received on 31-jul-2025: the procedure performed prior to closure was an angiogram. A 6 french sheath was used. There were no reported difficulties with arterial access, sheath insertion, guidewire advancement, or catheter placement. A pre-deployment angiogram was performed. No issues were noted with insertion, deployment, or withdrawal of the angioseal device. Estimated blood loss was less than 250 cc. Manual compression using a femostop device was applied. The patient remained stable.